Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. The product was evaluated. The device was visually inspected and passed. The receiver was charged and rebooted. A functional test was performed and it passed. A review of the share logs was performed and no audio output was not found within the investigation window. A communication tool audio and vibration test was performed and it passed. "Try it" manual tests were performed and passed. The receiver case was opened for an internal visual inspection and it passed. A speaker audio and vibrator intermittent tests were performed and the test passed. The speaker and vibrator resistance were measured and they measured within specification. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.